Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo has been received for analysis.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle fell off during surgery. The suture came unattached from the needle when attempting to use it. It is unknown if another like device was used to complete the procedure. There were no adverse consequences. No additional information was provided.